Manufacturer narrative:
(B)(4). Foreign, event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported debris was identified in the sterile package. No further information is available at the time of this reporting.

Manufacturer narrative:
It was determined this device did not cause or contribute to a serious injury and has not been identified as a reportable malfunction. Please void this submission.

Event description:
It was determined this device did not cause or contribute to a serious injury and has not been identified as a reportable malfunction. Please void this submission.